Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. It was reported that they were experiencing extreme pain on the right side of their implantable neurostimulator (ins). The patient stated that it had ¿two sides¿ and one side wasn¿t functioning right. The patient further reported that they couldn¿t sleep and when they would go to bed, they could only lay on one side. The patient stated that it would wake them up if they laid on their ins wrong. It was noted that the patient hadn¿t slept for the last couple of nights. The patient stated that they had notified their healthcare provider (hcp) but nothing had been done yet. The patient was to follow up with their hcp again and get in touch with a manufacturer representative. It was noted that the issue started two days prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the right side of the patients device had never worked right. The patient reported extreme pain and being unable to sleep. The patient reported they had seen their primary health care provider and a representative for readjustment and stated that had temporarily resolved the issue. No further complications were reported as a result of this event.